Event description:
The lay user/reporter called lifescan (lfs) on december 2, 2007 alleging, the one touch ultra meter was reading inaccurately erratic. The medical affairs specialist spoke to the patient on december 7, 2007. On thursday, in 2007, the patient reported two results of 400 and 500 mg/dl, these results were taken at different times of the day. She stated, she has been obtaining high results for the past two months. The patient took set amount of 500 mg of glucophage. She reported that, she no longer takes insulin. After the reported issue, the patient reported feeling as though she was becoming hypoglycemic; she was nervous and shaky. She could not specify the time, stating that she frequently has symptoms of low blood glucose. When feeling low, she made a jelly sandwich and felt better immediately. The patient visited her physician the same day and was told that her meter was not working correctly. Her blood glucose was tested and the result was 70 mg/dl. She reported no symptoms at the time of that result. She was given a new meter to use and she then called lfs. The issue was resolved with troubleshooting with the cca, as the comparison performed was anecdotal. The patient's products were replaced. This complaint is reported because the patient alleges, she obtained hyperglycemic readings on the lfs product, experienced symptoms that suggested hypoglycemia, and received a low blood glucose reading on a physician's meter on the same day.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it, if the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.